Manufacturer narrative:
On (B)(6) 2016, the customer reported the type of insulin used has been changed to novolog and no further pump issues have been received. The t:slim x2 pump user guide states that the pump is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The infusion set was changed multiple times. The customer's blood glucose (bg) level was 318 mg/dl and insulin injections were administered to address the bg level. Reportedly, the customer was using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer received occlusion alarms that were caused by the crystallization of the apidra insulin inside the customer's infusion set tubing. Reportedly, the occlusion alarms led to the customer's hospitalization due to diabetic ketoacidosis.